Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. The directions for use instruct prior to use, "examine wrap and discard if damage or extraneous matter is detected.", post- sterilization "visually inspect wrapped items as they are removed from the cart. Items that are torn, wet, or compressed should not be used." Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, " the customer noticed a tear in the wrap. They stated that it looks like a knife cut. The wrap was used to wrap a basin. The basin is open on a ring stand and the wrap is used as a sterile field. When they removed the basin at the end of the case, they saw the tear in the wrap." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).